Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. The following sections are being reported: b4: date of this report was updated. D9: device availability was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: investigation type codes were added: 4111, 4109 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67 and 4310. H10: narrative/data was updated. The reported event is non-verifiable with the information provided and following review of the returned device. Based on the evaluation, the device malfunction has not occurred. There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported product that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specification and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number 63773887. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Review of material kitting notes that all raw materials utilized were manufactured to specification. Complaint history review was performed for the reported lot number (63773887) for similar events and no other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (medical conditions) and the complaint is not related to the functional performance of the product. A definitive root cause could not be identified. However, as per the rmf rm-002g3 rev 2, the potential cause for the reported event is related to patient specific issues not addressed. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this event.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number: k011028, k013227. Fax number unknown / not provided.

Event description:
It was reported that the patient reported facial itching and allergic symptoms. The implant was removed. Tooth # 11.